Event description:
A pt reported she was treated 02 december 1997 in the nasolabial folds. On approximately 23 december 1997, she developed hard swollen nodules at the injection sites that would erupt and ooze serous fluid when she applied hot compresses to the areas. A scab would then form over the areas. Heat application seemed to worsen the symptoms. The physician diagnosed a hypersensitivity to collagen and prescribed and oral ceftin and topical cortisone.